Event description:
(B)(6) 2023: integrum received information that a patient's axor ii (i5464) released in bending during use and caused the patient to fall. The unit and a report form has not yet been received. The axor ii is intended to release in bending when subjected to high torque, to protect the implant system from excessive loads. Manufacturing investigation performed; batch documentation reviewed (docreg 009 815-00), no deviations were found. Technical investigation to be performed when the unit has been receieved.

Event description:
2023-07-26: integrum received information that a patient's axor ii ((B)(6)) released in bending during use and caused the patient to fall. Manufacturing investigation performed; batch documentation reviewed ((B)(4)), no deviations were found. 2023-09-06: technical investigation of unit (B)(6) performed, the bending release value was not below specification, which indicates that the axor ii has released as intended in bending to protect the opra¿ implant system from excessive loads. There are no indications that the patient has fallen due to a malfunction of the axor ii. Since the unit is +4 years old and has not been sent for service by integrum according to our recommendations, the customer has been advised to purchase a new unit.